Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the needle broke off when trying to pull back the plunger. Verbatim: complaint via email. Email(s) attached we have a patient that has brought a product complaint for the bd eclipse 1 ml 27gx1/2 items. They stated that the needle broke off when trying to pull back the plunger. Would you be able to investigate and see if you have any other complaints with this item. The lot# 5213561 and the expiration date is 07/31/2030 of the item in question.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.